Event description:
The customer reported an issue with her insulin pump that involved an unresponsive wake button, which needed multiple presses to work. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.